Event description:
During use of a 6f 11cm brite tip sheath with an exoseal for vascular closure, the brite tip could not be could not be inserted into the patient because the distal tip of the cannula was caught on the puncture site and upon removal the tip was frayed. Therefore, the brite tip sheath was removed from the patient and exchanged for another sheath. The brite tip sheath was confirmed to be frayed at the distal portion of the cannula. After exchanging the sheath, hemostasis was achieved with the exoseal successfully. The procedure was embolization of an unknown aneurysm. Approach was made from left common femoral artery with a sheath introducer (6fr, 23cm, medikit). After the procedure, the physician tried to exchange the sheath introducer to the brite tip sheath introducer to use with an exoseal for hemostasis. When the package of the brite tip was opened, no problem was observed. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. There was no difficulty flushing the devices or any difficulty assembling the devices. Additional torque or manipulation was not conducted while the cannula was caught on the vessel. There was no excessive force used to insert the sheath.

Manufacturer narrative:
During use of a 6f 11cm brite tip sheath with an exoseal for vascular closure, the brite tip could not be could not be inserted into the patient because the distal tip of the cannula was caught on the puncture site and upon removal the tip was frayed. Therefore, the brite tip sheath was removed from the patient and exchanged for another sheath. The brite tip sheath was confirmed to be frayed at the distal portion of the cannula. After exchanging the sheath, hemostasis was achieved with the exoseal successfully. The procedure was embolization of an unknown aneurysm. Approach was made from left common femoral artery with a sheath introducer (6fr, 23cm, medikit). After the procedure, the physician tried to exchange the sheath introducer to the brite tip sheath introducer to use with an exoseal for hemostasis. When the package of the brite tip was opened, no problem was observed. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. There was no difficulty flushing the devices or any difficulty assembling the devices. Additional torque or manipulation was not conducted while the cannula was caught on the vessel. There was no excessive force used to insert the sheath. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cannula tip molding parameters were reviewed and it was found to pass. Expiration dates of materials assigned to the molded cannula were reviewed and no anomalies were found. Without return of the device for analysis, the complaint could not be confirmed. The report of insertion difficulty could not be confirmed based on the nature of the complaint. Based on the information provided, the damage to the distal tip may have been related to procedural factors (the tip becoming caught on the puncture site). There is no indication that this was related to a manufacturing or design issue, therefore, no corrective action will be taken at this time.